Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was subject for change out prior to elective replacement indicator (eri) per advisory and recommendation thus this device had a six years of warranty period however it has exceeded the warranty period which is no longer eligible for it. Additional information indicated that the device was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was subject for change out prior to elective replacement indicator (eri) per advisory and recommendation thus this device had a six years of warranty period however it has exceeded the warranty period which is no longer eligible for it. Additional information indicated that the device was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.